Event description:
It was reported during lead replacement on (B)(6) 2025 [related manufacturer reference number: 3006705815-2025-03120 and 3006705815-2025-03121], ipg set screw would not engage. As a result, ipg was explanted and replaced during the procedure to address the issue.

Manufacturer narrative:
The reported event for setscrew issue was confirmed. Analysis confirmed that the setscrew for port 1-8 was flipped upside down and engaged, making the hex opening inaccessible. This is consistent with the setscrew being backed out beyond its limit. The clinician¿s manual provides sufficient instruction on how to connect the lead or extension into the header.